Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a procedure for recurrent incisional hernia. In 2011, the patient had an open abdomen, a significant volume of infected mesh, multiple enteroatmospheric fistulae, malnutrition, persistent sepsis and was critically ill. She then required a series of very complex surgeries to remove the infected synthetic meshes, achieve source control of the intraperitoneal sepsis, restore continuity to the gastrointestinal tract, and finally to reconstruct the abdominal wall.